Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient required emergency medical attention for severe hypoglycemia on (B)(6) 2026 while wearing the pod. The patient¿s blood glucose level decreased to 40 mg/dl. Symptoms reported included incoherence, inability to speak, weakness, and inability to stand. The patient¿s sister reported hearing an alarm and subsequently found the patient unresponsive with critically low blood sugar. Oral carbohydrates (ginger ale) were administered, and emergency medical services (ems) were contacted. Upon arrival, ems provided treatment consisting of approximately 45 grams of intravenous glucose. The patient was not admitted to the hospital. Additionally, the patient's sister explained that they had been experiencing ongoing issues with the pods. The sister reported that the hypoglycemic event was believed to be related to the pod delivering too much insulin. No further information was provided.